Manufacturer narrative:
Testing and investigation at the service center found that the device touchscreen did not respond when pressed. During additional testing, contamination was found on touchscreen, inverter printed circuit board. The probable cause of the customers reported touchscreen would not calibrate was due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.